Manufacturer narrative:
Block h2: correction: block b5: there was no difficulty setting up the device. Block e1: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was observed that the device was returned and visual inspection revealed damage to the ligator teeth. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. The marks on the ligator housing teeth imply that the device might have been used with too much force, which caused the teeth to become damaged, or perhaps this could be attributed to the way the physician entered the device through the patient, causing the teeth to become damaged and affecting the functionality of the handle when deploying the bands. This issue may be related to the physician's technique or the way the device was handled during deployment. It is possible that the device's placement or anatomical tortuosity during the procedure affected the handle's functionality during deployment. Based on the analysis performed on the device, it was determined that due to the damage in the ligator housing teeth, the bands could not be deployed. Based on all available information, the most probable root cause assigned is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in a ligation therapy procedure for anorectal hemorrhoids performed on (B)(6) 2025. During the procedure, the bands failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in a ligation therapy procedure for anorectal hemorrhoids performed on (B)(6) 2025. It was reported that during the procedure, the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: address: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.